Event description:
It was reported that the patient went to a kidney specialists and the health care provider (hcp) did a test on them like a cardiogram but on their bladder. It was stated that the patient told the hcp if this was on my heart they would be dead and the hcp said ¿a long time ago.¿ the patient was referred to another hcp. It was noted that the patient had to go to the kidney specialists and they needed to test whey the patient had so many bladder infections. The patient had infections a lot and did not know if they had any infection now but thought that they had. It was reported that the patient was asked how long the infections had been going on and they said it was when they started going to the bathroom so much and did not provider a specific time. The patient mentioned a few years and then mentioned a year ago. It was noted that the patient¿s hcp gave them medicine to treat the infection and they got over it and then they had it again. The patient went to a specialist every 3 months and they reset their ¿stent¿ and they wanted the patient to come in tomorrow to reset it.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v836183, implanted: (B)(6) 2011, product type: lead. (B)(4).